Event description:
Additional information received that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, under-sensing was noted on the device. Further intervention is anticipated, however the device is currently being monitored. The patient was stable following this event with no adverse health consequences.